Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the proximal circumflex artery with moderate calcification. The 3.0 x 12 mm nc trek balloon catheter was advanced for pre-dilatation without issue. The balloon was inflated to 12 atmospheres (atm); however, a balloon rupture occurred. The procedure was completed using a new nc trek balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: hyperion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.